Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 1.5 hours into the hemodialysis (hd) treatment while nurse was administering medications. The leak was described as being external and was seen where the header threads meet the body of the dialyzer. Blood tests strips were not used. The fresenius 2008t dialysis machine was used. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of <50ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.